Manufacturer narrative:
Follow-up #1: date of submission 12/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the pump black box data showed no evidence of occlusions. During testing, the pump successfully completed the ez prime steps. The pump was exercised for 24 hours with no power loss. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. The pump is being returned for investigation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.